Manufacturer narrative:
The accu-chek inform meter is the suspect device.

Event description:
Reporter stated that, the contacts in the inform meter show signs of burning. No associated injury was reported. Reporter did not provide location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.